Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9169588. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample could not be obtained for evaluation and testing, but this lot was treated and received a certificate of conformance for sterility. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that while using the bd intima-ii¿ closed IV catheter system the patient had a red hard knot on the forearm. The following information was provided by the initial reporter, translated from chinese to english: verbatim: the nurse liu yan inserted the xiangma ref 383078 straight closed venous indwelling needle in the patient's left forearm for infusion. At 08:30, it was removed with red induration on 2020-01-15. At 08:30, it was found that there was a red and swollen induration of 3.5 * 2.4cm in the puncture site of the left forearm on (B)(6) 2020. When touching the skin, the patient feels pain. Inform the doctor to cover the induration with yu de wet hydrocolloid wound dressing.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the bd intima-ii¿ closed IV catheter system the patient had a red hard knot on the forearm. The following information was provided by the initial reporter, translated from (B)(6) to english: verbatim: the nurse liu yan inserted the xiangma ref 383078 straight closed venous indwelling needle in the patient's left forearm for infusion. At 08:30, it was removed with red induration on (B)(6) 2020. At 08:30, it was found that there was a red and swollen induration of 3.5 * 2.4cm in the puncture site of the left forearm on (B)(6) 2020. When touching the skin, the patient feels pain. Inform the doctor to cover the induration with yu de wet hydrocolloid wound dressing.